Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately eleven years post implantation, the patient underwent revision surgery due to a fractured post of the articular surface. The bearing was replaced without complication. It was reported that no further information is available regarding this event.

Manufacturer narrative:
(B)(4). Date of event: product was implanted in 2011, exact date unknown. Concomitant medical products: unknown nexgen femoral component: catalog#ni, lot#ni; unknown nexgen tibial tray: catalog#ni, lot#ni. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of implantation and post was fractured. Device was submitted for further analysis. Analysis determined that the post fracture was the result of overloading, possibly exacerbated by impingement damage from the femoral knee component, and also possibly exacerbated by misalignment between the bearing and the femoral components. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Per package insert, fracture of implant is know adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.